Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion sets insulin leakage event on (B)(6) 2026. Due to the infusion set leakage, patient noticed smell of insulin from pump and patient high blood glucose level peak to 401 mg/dl. The patient experienced symptoms like vomiting and feeling sick. No further information available.

Event description:
To date, no additional patient or event details have been received.

Manufacturer narrative:
MDR (B)(4). MDR 3003442380-2026-00401. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 06-mar-2026 against "lot number 6007999 and similar malfunction codes: infusion site leakage trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The review confirmed that lot 6007999 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 14-jan-2025 against "lot number" criteria equal 6007999 and similar malfunction codes infusion site leakage trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The count of complaint is (B)(4). The complaint number is (B)(4). Device history record (DHR) review: the lot 6007999 was manufactured according to the work instruction (wi) version 115 and manufactured in the l6, on 08-jul-2024, with a total of (B)(4) units. The assembly, lot 4f04758 was manufactured according to the wi version 64 and manufactured in the sc03, on 28-jun-2024, with a total of (B)(4) units. The assembly lot 4g00580 was manufactured according to the wi version 64 and manufactured in the sc02, on 09-jul-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Wi guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code infusion site leakage trace moisture / superficial wetness. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following, a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6007999 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.